Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a 43-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis, nabothian cysts. Endometrium: proliferative-phase endometrium. Myometrium: no diagnostic abnormality. Serosa: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality. Uterine weight: 128 grams. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2020: fu 1 and 2 were processed together. Quality safety evaluation of ptc on 18-jun-2020: fu 1 and 2 were processed together. Medical record received: type of essure removal surgery updated. Reporter information were updated and patient history, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.